Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: upon powering the 8015 unit, biomed is getting a 120.4490 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: asked if the 8015 was using an alaris battery. Biomed states it is a third party battery. Recommend to replace it with an alaris battery. If the error does not go away, then the power supply processor board will have to be replaced. Gave part number to battery pack and power supply processor. Biomed will replace battery and call back to order power supply processor board if needed. (B)(4).